Event description:
The customer reports that the images disappear from the monitors when they move the c-arm into the lateral position. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not produce the reported problem. The system operates as intended.